Event description:
Note: this report pertains to one of two devices that were used in the same procedure. It was reported to boston scientific corporation on july 5, 2022 that a flexiva pulse ID laser fiber was used during a lithotripsy procedure to treat stones in the bladder, performed on (B)(6) 2022. The laser unit used was a lumenis pulse 100 h laser console with laser settings of 0.6 joules, 6 hertz and 4 watts. On (B)(6) 2022, five days post procedure, the patient experienced cystitis. She was treated with cephalexin oral for infection and prochloreperazine IV for nausea and the patient's condition was resolved.

Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis of could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.